Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by weakness. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the events. The patient was treated with meropenem injection (1 gm, route, frequency and duration were not reported) and vancomycin injection (1 gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.